Manufacturer narrative:
The affected product has been received and the evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
The customer reported the secondary bag infused into the primary bag despite an appropriate setup. There was no report of patient harm.

Manufacturer narrative:
The customer¿s report fluid from the secondary back flowing into the primary bag was confirmed. Visual inspection identified no anomalies. Functional testing identified a faulty check valve. Supplier testing of the component revealed the presence of a particle, identified to be poly(methyl methacrylate) (pmma), between the housing seal and the diaphragm. The cause of the check valve failure was a pmma particle on the silicone diaphragm of the check valve, preventing it from fully seating against the housing seal area. The origin of the pmma particle was not identified.